Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing could not confirm or reproduce the reported issue of 'no prompts to load intravenous (IV) set'. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not display load set prompts during testing in the biomedical service department. There was no patient involvement. No additional information is available.